Event description:
On (B)(6), 2011, a doctor alleged that three (3) patients experienced the debonding of veneers. This is the third of three reports.

Manufacturer narrative:
A customer alleged that three (3) patients experienced the debonding of veneers that were placed with the nx3 product along with pulpdent silane, which was used as part of the veneer preparation process. However, the veneer was made of lava, a zirconia based material, in which salination is not recommended. This is the third of three incidents. The veneer was recemented without further incident. The actual device was not returned; therefore, an evaluation could not be performed on it. An evaluation was performed on the retain sample and all results were within specification. Device not returned by customer.

Manufacturer narrative:
The device involved in the alleged incident was returned and evaluated for adhesive strength yielding results within specifications. A device history record review indicated that there were no deviations from the manufacturing process. No similar complaints were received with regard to this lot. These investigation results indicate that this incident is an isolated incident that occurred as a result of a user/technique related problem and was not due to a product failure.